Event description:
It was reported that the device could not be interrogated. The device remains implanted while the physician evaluates the need for the ICD.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.